Event description:
Patient had ptca (percutaneous transluminal coronary angioplasty) and drug eluting stent placement. Patient received a 2.75 x 28 taxus stent in the mid left circumflex (cx), two 2.5 x 28mm cypher stents in the mid left anterior descending (lad), and a 3.0 x 18mm cypher stent also in the mid lad. Pt was discharged the following day. Returned to hosp two days later with chest pain and ECG changes. Pt was taken emergently to the cardiac cath lab and it was found that all of the implanted stents had thrombosed. The angioplasty was repeated with sub-optimal vessel patency post ptca. The decision was to send the pt for CABG (coronary artery bypass graft) surgery for revascularization. After the pt returned with the subacute thrombosis, coagulation profiles were performed to evaluate for hypercoagulable state.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report 3003742446-2007-00239. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.